Event description:
The customer reported the ventilator shut down and alarmed when the facility had a generator check and did not transition over to the backup battery for backup power. The ventilator was in use on a patient and the customer reported that there was no patient harm. The manufacturer's service technician confirmed the unit would not function via backup battery power. The service technician replaced the ventilator power supply to correct the problem. Extended self testing (est) and applicable final testing was completed and all tests passed per operating specifications.